Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via email that she got off the insulin pump because the pump gave her 20 units while driving. Customer stated that the pump was not giving the correct amount of insulin in general. Customer stated that she had to go to the emergency room many times due to insulin delivery issues.